Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient fell and they are in the ER as a result. The hcp performed a CT scan. The hcp was not hearing any alarms and the patient is hurting all over because of the fall. The report log was run and there were no actions/interventions that took place. The cause of the fall and symptoms was not determined and there were no further complications reported/anticipated.